Event description:
It was reported that the patient was unable to recharge the implantable neurostimulator (ins). She tried to charge at the end of may and beginning of june but it wouldn¿t take a charge. The patient later reported she first realized she was unable to recharge in (B)(6). It was noted the patient was placed in an induced coma at the end of (B)(6) because she had a seizure and fell and cracked her skull and had bleeding in the brain, and they had to wait for the swelling to go down. The patient stated she had been in and out of the hospital for months, and had double pneumonia and all kinds of things and it hadn¿t been a good year. The patient stated all problems started (B)(6) but were not related to spinal cord stimulation (scs). The patient had an appointment scheduled with her healthcare provider for (B)(6) 2014 and it was requested that the manufacturer¿s representative (rep) be present at the appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).